Event description:
The catheter is made of 2 components that slide relative to each other. The mechanism jammed and the 2 components prematurely separated. The md was unable to slide the 2 components back together--the catheter was completely jammed. They had to extract the device from the patient before deploying the valve. Because the 2 components were separated this allowed the back end of the valve edge to contact the vein making it hard to extract. The device was removed, but the vein was damaged in the process and required surgical repair.